Event description:
It was reported that the patient presented with angina. Angiogram noted a de novo lesion located in the left circumflex artery that was moderately calcified and tortuous and 90% stenosed. A xience xpedition (xx) stent was successfully implanted but an edge dissection was observed. Another xx was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.